Manufacturer narrative:
An implantable cardioverter defibrillator was received for analysis above normal elective replacement indicator. The device displayed normal function, including normal sensing, pacing, impedance, high voltage charging, and high voltage delivery. The reported events of high output anomaly and low high voltage lead impedance were attributed to the damaged right ventricular lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08548. It was reported that a patient presented in the hospital the day after receiving inappropriate shocks. Upon review, the implantable cardioverter defibrillator had provided inappropriate therapy during episodes of atrial fibrillation with rapid ventricular response in addition to true ventricular tachycardia. An alert for high voltage circuit damage was also received for the device. The right ventricular lead exhibited low defibrillation impedance. Programming changes were made and a system explant was discussed with the physician but not implemented. The patient was in stable condition.